Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low intrinsic r wave amplitude measurements, and increased pacing impedance measurements. The lead had dislodged into the patient¿s atrium, oversensed the patient¿s atrial fibrillation (af), which resulted in the patient receiving multiple inappropriate shocks. A revision was performed and the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.